Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use.

Event description:
Physician reported that during left eye implantation, "blue sledge sticks when trying to push it forward. Needle does not withdraw out of the sclera."

Manufacturer narrative:
Clarification to: serial number (B)(4), lot number 62008. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the complaint was replicated with the initial condition of the returned injector. The needle bevel selector was still in between the center and right selection. The slider knob was unable to progress forward. The needle bevel selector was properly positioned prior to testing. Results showed that slider knob was able to smoothly slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The reported complaint of the xen glaucoma treatment system was confirmed. This was due to the needle bevel selector was not positioned correctly, stopping the slider knob from progressing forward. The manufactured xen systems are I 00% tested in¿process at manufacturing for smooth actuation of the slider and for actuation force 0.7n for the full travel of the slider prior to insertion of the gel stent into the needle. This test is performed three times for each unit, once for each of the three needle bevel selector positions.

Event description:
Physician reported that during left eye implantation, "blue sledge sticks when trying to push it forward. Needle does not withdraw out of the sclera."